Event description:
It is reported that the distal screw disassembled from the im nail.

Manufacturer narrative:
Evaluation summary: device not returned for evaluation: it is stated that the surgeon had inserted the locking bolt out of screw hole of itst asian nail. Photo of x-ray was provided. It is clear from x-rays that the distal screw is out of the nail. Manufacturing records are in order and do not indicate any manufacturing anomalies. Surgical technique used is unk, instruments used are unk. It is unk whether the nail was properly installed in the guide. Details of the targeting guide and screw used are not provided, so their DHR could not be reviewed. It is unk if the targeting guide and the appropriate drill bushing were used. If the drill bushing is used, it is unk if the bushing was fully secured in place. The product stated in the complaint and the targeting guide was not returned for evaluation. There is insufficient info provided to determine the root cause of the event. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify and identify any evidence of product contribution to the reported problem. Based on the investigation, the need for correction action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.